Manufacturer narrative:
The returned product was evaluated and the investigation found a tear in the exposed portion of the soft cannula near the distal tip. Insulet is unable to confirm if this damage occurred during use or post use. The remainder of the investigation found no manufacturing defects or deficiencies that would contribute to the customer¿s report of high blood glucose (bg) levels. Since insulet is unable to say for sure when this damage occurred to the exposed portion of the soft cannula, insulet is unable to determine if this attributed to the high bg levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96 . Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 19.3 mmol/l (348 mg/dl) while wearing the pod between 36 and 48 hours on the arm.